Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated the set screw was found in the connector bore.

Event description:
It was reported that during the implant procedure the implantable cardioverter defibrillator (ICD) was not functioning properly and there were "complications with connection." The atrial channel would not pace or sense when programmed ddd or aai, and would not pace when set doo. The device was removed and an alternate device was utilized. No patient complications have been reported as a result of this event.